Event description:
It was reported that the core universal driver ran without the trigger being activated during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.